Event description:
It was reported that the unspecified bd smartsite¿ had flow issues when used on a critical fire rescue patient. The following information was provided by the initial reporter: "I had another non functioning IV cap. This occurred as I was orienting to the bay and placing an IV on a critical patient that came in by fire rescue with no access. I know this is being worked on but this is not acceptable. I almost pulled my line out because I thought it wasn¿t working. There were enough things to focus on in that scenario that I didn¿t think I needed to trouble shot simple equipment. It was also made aware to me another co worker had a similar experience on a critical patient."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that there is an ongoing issue with the smartsite. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd smartsite¿ had flow issues when used on a critical fire rescue patient. The following information was provided by the initial reporter: "I had another non functioning IV cap. This occurred as I was orienting to the bay and placing an IV on a critical patient that came in by fire rescue with no access. I know this is being worked on but this is not acceptable. I almost pulled my line out because I thought it wasn¿t working. There were enough things to focus on in that scenario that I didn¿t think I needed to trouble shot simple equipment. It was also made aware to me another co worker had a similar experience on a critical patient."